Manufacturer narrative:
The review of our internal nonconformance and complaint systems did not identify any quality issues or trends in the batch record of the affected product. The overinfusion informed could not be reproduced in the units from the leventon's archive of samples. Therefore, we have not been able to identify the root cause of the event.

Event description:
Distributor indicated that at 14:45h the device was placed on the patient for a 5-fluorouracil (5-fu) infusion at the clinic. After placement, patient went home where they started a vomiting non manageable at home. The same day in the evening (no specific time indicated) the patient came back to the hospital where the nursing staff did not notice any problem on the diffuser at that time. No information about the volume is available. On the net day at 13:30h nursing staff realized that the diffuser was already empty after the installation with no apparent leaks. As per initial reporter, infusion was in 24 hours instead of 46 hours. This was the second cure of 5-fu at the same dosis being the first cure well supported by the patient.